Event description:
Procedure type: laminectomy. According to the rptr: the surgeon has experienced 5-6 incidences of post-operative fluid accumulation (seroma) in the surrounding tissues after laminectomy procedures. Product was applied over I-factor to reduce the degree of migration of the I-factor away from the spine. These procedures were all conducted via midline incision with respect to the surgical approach.

Manufacturer narrative:
(B)(4).